Event description:
It was reported that prior to implant of the implantable cardioverter defibrillator (ICD), the device exhibited a gray bar on interrogation, indicating low telemetry battery voltage. The device was not used and another device was successfully implanted. During implant of the right ventricular (rv) lead, the patient had difficult anatomy. The physician decided not to use the lead after the helix and coil "seemed a little bent near ring." The lead was not used and another lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.